Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while suturing the patient right knee, the suture broke. Nurse was able to remove the suture in the skin and start over to complete the case. There was no patient injury.